Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place wherein the leads were explanted and replaced with a paddle lead to address the issue. Effective therapy was restored post op.